Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d4, d9, g3, g6, h2, h4, h11.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported during knee arthroplasty that the femoral impactor pad broke upon femoral implant impaction. Another impactor was used to complete the procedure. No adverse events were reported as a result of this malfunction.